Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading at the time of incident was 546 mg/dl, and was 430 mg/dl during the call. The customer treated by using the insulin pump and also manual injections. The customer stated that she gave herself 95 units of insulin, instead of the usual 35 units. Troubleshooting was performed and no problems were found. The customer was to be sent a tubing clamp so she could perform the high pressure test. Nothing was replaced or returned.